Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were currently in (B)(6) and they were doing a lot of packing/heavy lifting in (B)(6) 2019. They stated their ins site was sore after moving. The stated they had felt that in the past if they did heavy lifting or bending for long periods they would notice they were sore at the ins site since implant. They stated they were waking up more often to pee at night, noting they woke up 4 times the night prior. They checked their ins the day of the report and therapy was off, they were not sure how long it had been off, but they stated the last time they had connected was a month prior. They had checked their therapy throughout the day the day of the report and it had been off each time. They reported that the discomfort at the ins site started in (B)(6) 2019 and at times when they were sitting or lying down they noticed the ins was turned sideways int the pocket. They were redirected to their healthcare provider to discuss the soreness at the ins site and the ins movement in the pocket. No further complications were reported or anticipated.